Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve and nitinol stent, model # pvf-m, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve and its component satisfied all material, visual, and performance standards required for a model #pvf-m perceval plus heart valve at the time of manufacture and release. Device remains implanted.

Event description:
Received the following information from mantra study. A patient received a perceval plus sutureless aortic heart valve pvf-m on (B)(6) 2022. The site reported a moderate symptomatic bradycardia that started on (B)(6) 2022. Action taken was to implant a permanent pacemaker. Outcome was indicated as recovered/resolved. Medical judgment assessed the event as possibly related to both the device and the initial implant procedure.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval plus IFU.